Manufacturer narrative:
E1: initial reporter facility name: (B)(6) . Device evaluated by MFR: the renegade hi-flo was returned for analysis. Microscopic examination revealed shaft kink located approximately 25cm from the strain relief. Shaft flattened section located 131.5cm - 134cm from the strain relief. Device to device test failed the devices are stuck together. X-ray imaging revealed no internal damage. No other issues were identified with the device.

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the pulmonary aorta. A 135/10 renegade hi flo was used for treatment. During the procedure, it was difficult to advance the microcatheter in the catheter. A visual inspection shows that the front end of the microcatheter was obviously uneven and the rear end of the microcatheter was fractured during advancing. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the pulmonary aorta. A 135/10 renegade hi flo was selected for use. During the procedure, it was difficult to advance the microcatheter in the catheter. A visual inspection shows that the front end of the microcatheter was obviously uneven and the rear end of the microcatheter was fractured during advancing. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.